Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the temperature was above specification; and that the device was too hot. Therefore, the reported condition was confirmed. It was further determined that a lot of oil was coming out from front of device and a little amount was coming out from the back side. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.